Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 30 mg/dl. Suspected cause was due to the correction factor being inaccurate. Customer was given gelato to treat low bg. Reportedly, customer adjusted the correction factor to resolve the issue. Recommendation was made by tandem's technical support for the customer to contact a healthcare provider regarding bg.